Event description:
Customer reported he has been experiencing low blood glucose level post his meal. Customer stated his blood glucose was 33 mg/dl on tuesday morning. Today his blood glucose had lowered to 55 mg/dl. Customer stated he had increased his ratio and thinks it might need to be raised again. Customer declined being transferred to troubleshoot. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.